Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to interrogate the implantable cardioverter defibrillator (ICD). Troubleshooting steps were taken to no avail. A firmware update was recommended as the monitor was noted to be new. The monitor and ICD remain in use. No patient complications have been reported as a result of this event.